Event description:
We have found various smiths medical medfusion 4000 infusion pumps with a loose handle screw. This has caused, in some instances, for the handle to break from the case as just one side of the handle might give up to the whole weight of the pump. Clinical engineering personnel had to open the pumps and disassemble the electronics to be able to tighten the screws. Upon reviewing the screws, we noticed there is not any type of adhesive (i.e., loctite) adhered to the screw, which could be causing it to become loose.